Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "internal comm failure - 1173", "internal comm failure - 1471", and "internal comm failure - 1475" error messages complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory logs. However, the device was put through extensive testing including bench handling and stress testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "internal comm failure - 1173", "internal comm failure - 1471", "internal comm failure - 1475" and "internal comm fault-3470" error messages complainant indicated that there was no patient involvement in the reported malfunction.